Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of open circuit condition due to a high out-of-range shock impedance measurement greater than 145 ohms detected at shock delivery., however there was no lead attached. The device was removed from storage mode, but not yet implanted. Technical services (ts) advised against implanting this device. No adverse patient effects were reported as there was no patient involvement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of open circuit condition due to a high out-of-range shock impedance measurement greater than 145 ohms detected at shock delivery., however there was no lead attached. The device was removed from storage mode, but not yet implanted. Technical services (ts) advised against implanting this device. No adverse patient effects were reported as there was no patient involvement.